Event description:
Rptr has developed testicular cancer. States a 1-yr history of operating radar units with antenna mounted inside vehicle. Also reports using both hand-held and 2 piece units. Rptr underwent surgery in 10/90 and a course of chemotherapy beginning 11/90 and ending approx 1/91.